Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "cassette leaking in the supply line". This was noticed during set-up of peritoneal dialysis. The caregiver replaced the cassette to continue with the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.